Manufacturer narrative:
The pet lock was broken on the proximal end of the penumbra smart coil¿s (smart coil) pusher assembly. The embolization coil was intact with the pusher assembly and a clear hardened substance was observed inside and around the distal detachment tip (ddt). During functional analysis, the pull wire was manually retracted out of the pusher assembly hypo-tube by a penumbra investigator. The distal end of the pull wire retracted out of the ddt, but the embolization coil still did not detach. Evaluation of the returned devices revealed that the first smart coil was returned with the embolization coil contained within the introducer sheath. The smart coil was advanced out of its introducer sheath and re-sheathed without issue. The pusher assembly mid-joint was seated inside the introducer sheath friction lock without issue during re-sheathing. The root cause of the reported introducer sheath issue could not be determined. Further evaluation revealed that the second smart coil had a broken pet lock, the embolization coil was intact with the pusher assembly, and a clear hardened substance was inside and around the ddt. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire, typically in an attempt to detach the coil. During functional analysis, the pull wire was manually retracted out of the pusher assembly hypo-tube and the distal end of the pull wire retracted out of the ddt, but the embolization coil did not detach. The clear hardened substance likely prevented the proximal constraint sphere from escaping the ddt, which prevented the embolization coil from detaching. The penumbra smart coil detachment handle and the non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01272, 3005168196-2017-01274.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the nurse opened the packaging of the first smart coil and noticed that the coil was already outside of its introducer sheath. Therefore, the coil was not used in the procedure and did not come into contact with the patient. A new smart coil was then opened for the procedure. The physician deployed and detached the smart coil into the target vessel using a non-penumbra microcatheter without an issue. Next, the physician deployed the last smart coil into the target vessel without any mention of resistance but was unable to detach the coil using the handle. Therefore, the smart coil was removed and the procedure ended as the physician indicated that the aneurysm had enough packing density. There was no report of an adverse effect to the patient.